Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous common iliac artery. The physician inserted a 6fr medkit 90 cm sheath. The physician attempted to pre-dilate the lesion with the 4fr sterling otw 6.0mm x 20mm / 135cm balloon, however, after the second inflation, the balloon burst at 8 atms. An express ld 8mm x 17mm stent was successfully implanted in the target lesion. No post-procedure complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be performed. A review of the mfg documentation for this batch found that the device met the material, assembly and product specifications. The most probable root cause is operational context.